Event description:
It was reported the impedance of the lead varied from less than 100 ohms to more than 9999 ohms. Projected life time of the device varied also. "Lead diffraction or connector malfunction" was suspected. During replacement of device, lead performance tests showed the lead was in perfect condition. After explanting the device, visual inspection of the device found that the device connector had body fluid in it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) visual analysis when received revealed body fluid and grommet damage. Testing revealed low impedance (< 100 ohms) and high current drain. During further analysis, the condition disappeared and the root cause could not be determined. (B) (4) device - failure disappeared during analysis.